Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one shock. Technical services (ts) was consulted and also noted myopotential noise that was oversensed. The device remains in service. No adverse patient effects were reported.